Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 4.00x20mm promus premier¿ stent was advanced but was unable to cross the lesion. Upon positioning the device, it was noted that the stent fell off the stent delivery system balloon in the rca. The dislodged stent was snared. The size of the sheath was upgraded and the procedure was completed. No patient complications were reported and the patient's status was normal.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).